Manufacturer narrative:
(B)(4). Air dermatome, serial number (B)(4), was manufactured on january 8, 2008 and was over 8 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed two gouges to the neck of the hand piece. The swivel rotates 360 degrees, has a swivel o-ring, and 2 engagement pins. The safety switch operated as intended. The thickness control lever operated as intended. The master blade was flush with the control bar. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated below motor speed specifications. A high pitched sound was noted during operation. The customer hose was not returned for evaluation. The device was within calibration specifications at all thickness settings. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not working properly and it was going too deep¿ was non-verifiable as no testing was able to be performed to try to replicate the device cutting too deep. It was noted that the motor operated below motor speed specifications and a high pitched sound was observed during operation. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 8 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery, the device was not working properly and it was going too deep. Also, it was hard to measure the wear and tear of the device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4).